Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by spouse that the patient was taken to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka). As a result of a unknown communication error with the pod, the patient's blood glucose (bg) levels reached 500 mg/dl during wear. Prior to ER visit, patient replaced this pod with a new device, but bg levels remained high. Symptoms reported include hyperglycemia, vomiting, disorientation and chills. In the ER, the pod was removed and the patient was treated with intravenous fluids, and possibly saline and insulin (spouse was not certain as she could not be with patient in the ER). The patient was released the following day.